Event description:
Pt is receiving tpn over 12 hours daily. Pharmacy shipped to pt 7 bags on (B)(6)2010. All bags were free of air and fitted with tubing, which was primed. On (B)(6)2010, pt was ready to infuse a bag and noticed that tubing was entirely full of air. Pt called pharmacist on call who instructed pt how to re-prime the tubing using the pump. After a few attempts - there seemed to be difficulty for the fluid to be able to push past the filter-, the tubing was finally re-primed and pt proceeded with infusion. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: malnutrition.